Event description:
It was reported that the system 9800 displayed charger error twice. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified in review of the error logs. It was found that water had somehow gotten into the c-arm and had collected near the x ray tube. The area was cleaned and dried. The system was tested and found to be working as intended and placed back into service. It was suggested that the operator drape plastic wrap around c arm at times when liquids may come in contact with the system.